Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mmol/l with high ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer changed pump supplies as an attempt to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital around (B)(6) 2025 with the issue resolved; the specific date was not known. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.